Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 400 mg/dl. The customer had ketones. Customer's blood glucose level went down during the night with IV insulin injection. The nurses decided to put the customer back on the insulin pump but their blood glucose level went up. A corrective bolus was delivered but the patient's blood glucose was still high. The insulin pump, infusion set, and reservoir were replaced. The patient recovered quickly after the replacements. The device was not returned.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.